Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported thumb advancer resistance was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Patient selection-per the instructions for use: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a calcified right common femoral artery was attempted using a starclose se device via a 6f sheath after a percutaneous transluminal angioplasty intervention. Reportedly, the beginning of thumb advancement to split the sheath was normal; however, half way through, resistance was felt and the clip delivery tube was blocked approximately 4cm before end of sheath split. The safety release mechanism was used and the starclose se device was removed from the patient anatomy. It was not possible to stop the bleeding with manual compression and the patient underwent surgery to surgically suture the puncture site. There was no adverse patient sequela; however, there was a clinically significant delay in the procedure due to the patient requiring surgical intervention to stop the bleeding. Hospitalization was prolonged. No additional information was provided.